Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 4524-53, lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that lead warnings were triggered due to low impedance on the right atrial (ra) and right ventricular (rv) leads. It was also noted that the rv lead exhibited undersensing in bipolar. The leads were both capped and replaced. No patient complications have been reported as a result of this event.